Manufacturer narrative:
Diode, designator cr24 on the analog board. Medtronic replaced the device. Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed diode, designator cr24, on the analog pcb assembly.

Event description:
According to the reporter, when the device was inspected prior to placement, the chargepak icon was displayed in the readiness indicator. The reporter stated that, when he replaced the chargepak, the readiness indicator then displayed the chargepak and the "wrench" service icons.